Event description:
It was reported that during a laparoscopic gastroplasty, the device cut only a few centimeters and did not staple. The device was reloaded and fired again. The device again cut only a few centimeters and did not staple. Another same like device was used to complete the surgery. There was no pt consequence reported.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.